Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was covered in blood requesting assistance how to clean the device due to an unspecified tubing set leaked. Although requested and several attempt made no further details were provided by the customer for this event.